Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right iliac vein using an indigo system aspiration catheter 12 (cat12), a lightning aspiration tubing (lightning), a penumbra engine canister (canister), and a penumbra engine (engine). During the procedure, the physician made approximately four to five passes in the target location using the cat12. Then noticed the cat12 and lightning were clogged. Subsequently, while flushing the cat12 and lightning with a 20cc syringe, the indicator light on the lightning turned from green to solid red. The physician then attempted to reset the lightning by disconnecting the connection to the canister and the engine, but it was unsuccessful. Therefore, the lightning was removed. The procedure was completed using a new lightning and the same cat12. There was no report of an adverse effect to the patient.